Event description:
During patient use, the alarm sounded, the screen went black and then the ventilator suddenly stopped ventilating. The hospital staff tried to reboot it, but the ventilator did not boot up. The patient was manually ventilated during transfer to a second ventilator. No permanent patient injury was reported.